Manufacturer narrative:
Customer contact reports there is no patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator engine was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient injury.